Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device meets specifications. The field allegation could not be confirmed through analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high pacing impedance measurement greater than 2,000 ohms. Additional information received that the cause of the observation was suspected to be due to a subclavian crush as seen visually upon opening the pocket. The lead was not tested with pacing system analyzer (psa). This rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.